Event description:
The patient reported to her dentist on (B)(6) 2012 indicating that the zi-real abutment had fractured. The doctor reported no serious patient injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that the customer only returned the abutment portion of this (B)(4) and not attached to ceramic. No screw returned. The fracture may have been related to the parafunctional habits of the patient and/or torquing of the screw at the time of restoration. Influenced by these two factors over time, a gradual loosening of the screw may eventually contribute to movement leading to the fracture of the abutment.